Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of failure to deliver current. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-01019 for the other associated device information. It was reported to boston scientific corporation that two rotatable medium oval snares were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to deliver current. A second rotatable medium oval snare was used and encountered the same issue failing to generate current. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.